Event description:
It was reported by service report that the bed had no electronic functions. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: wrong cpu was installed resulting in no electronic functionality.